Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt has not recharged the ipg as recommended. In turn, the pt has lost stimulation and external devices are no longer unable to communicate with the ipg. An external sjm rep met with the pt but was unable to provide resolution. As a result, the pt will undergo surgical intervention.